Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, serial/lot #: unknown, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the ethernet cable was replaced. The system then passed testing. Codes b01, c13 and d02 are applicable to this analysis. The cable, lot number: unknown, was returned to the manufacturer for analysis. The cable jacket had been cut open on the returned cable. The shield wire was visible but no internal conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a damaged ethernet cable that leads to the navigation camera. The outer black coating has rubbed through to the inner metallic sheath. There was no patient involvement.